Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the device revealed that there was noise on the right atrial lead that was being oversensed and caused false episodes of atrial fibrillation to be recorded. The device was reprogrammed to address the oversensing. The patient was in stable condition.